Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, "the initial band misdeployed and obstructed the view in front of the cap." A second speedband superview super 7 was used and the bands deployed correctly. However, it would not stick to the tissue. It was unknown how was the procedure completed. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands of the first speedband superview super 7 could not be deployed.